Manufacturer narrative:
No conclusion code available. Final analysis found the pulse generator to be in backup vvi operation due to multiple flipped bits. After a product code download, normal function resumed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty sending a transtelephonic monitoring transmission and it was noted that there was no magnet response. The patient was seen in the nursing home and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient experienced no adverse events post procedure.